Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) identified the site as self service per special handling notes, and the case owner was informed accordingly. No repair or testing was performed, and the case owner was expected to follow up and redirect the case as required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.